Manufacturer narrative:
During a visual inspection of the returned product distal strut uplift was noted. Additional information will be submitted upon 30 days of receipt.

Event description:
The 3.00 x 13 cypher stent did not cross the target lesion. There was no reported pt injury.